Event description:
It was reported the programmer was stuck on "formatting report". The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; programmer booted up in about 22 seconds with no errors. Programmer was power cycled several times and programmer booted up as required. Internal printer was able to print, an external printer was able to print, able to save to pdf (portable document format) without issue, and programmer did not hang up on formatting rep ort dialog box. Analysis also found the ECG (electrocardiogram) cable was stuck on the connection and the ECG cable was not releasing (damaged). The ECG connector was found broken loose from the lem (link electronic module) printed circuit board assembly. The system fan was noisy. Concomitant medical products: product ID 229047 analyzer. (B)(4).